Event description:
A report was received from the affiliate indicating that during a coronary in intervention, there was difficulty reaching the target lesion and the stent dislodged. The stent could not cross through the calcified lesion, an when withdrawn, the stent dislodged from stent delivery sys (sds) and was stuck in the catheter, only the delivery sys was removed outside the catheter. Another stent and guiding catheter were used to complete the procedure. The sds was discarded and only the stent will be returned for further analysis.

Manufacturer narrative:
Please note: device is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.